Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the failure of the patient board was confirmed from the device inspection result, it is possible that the scope communication error b30 and the color bar were displayed due to the communication error with the endoscope caused by the failure of the board. Since there was no evidence of damage to the patient board, the board failure may have been caused by the following: -accidental failure -deterioration due to repeated use as five years have passed since the device was manufactured. The instruction manual contains notes on the cable connection and endoscope connector. By following this instruction, the user may be able to prevent the occurrence of scope communication error b30. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. -the scope communication error b30 was displayed on the monitor due to a patient board set failure. There were no burn marks or parts on this board. This failure mode is a MDR reportable malfunction. -the video connector socket was loose. This can cause flickering of the endoscopic image. The video connector socket may have come loose due to heavy pressure. -there were multiple cracks in the front panel. The screw could not be fixed with the proper torque. It is possible that a hard object hit it and caused a crack. -the phenomenon reported by the user was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the color bar was displayed instead of the endoscopic image. There was no report of patient injury associated with the event.